Event description:
Report received of an over-delivery due to a programming error. The patient was ordered to receive 1000ml d5ns on line a at 150ml/hour, and 6g of magnesium sulfate in 300ml 0.9% sodium chloride on line b at 50ml/hour. The bag of magnesium was hung at 10:00am. The pump was alarming with an air-in-line alarm at 10:30am, and the bag of magnesium was empty. The device was removed from clinical service. In review of the pump history, the customer reported that the pump was programmed to deliver the magnesium on line b at 200ml/hour. The magnesium reportedly ran at 200ml/hour for approximately 18 minutes, at which time the deivce was reprogrammed to deliver line b at 50ml/hour. There was no adverse effect to the patient. The patient was observed closely. No medical intervention were required.